Manufacturer narrative:
Visual inspection of the onboard battery revealed no anomalies. Review of the battery's system management (smbus) data did not find any recorded permanent faults. During functional testing, the battery passed all sections. During an extended observation run powering a freedom driver, the onboard battery displayed five lit leds after 50 minutes of operation. The onboard battery displayed four lit leds after 60 minutes of operation. During the test, the battery functioned as intended with no anomalies. The customer-reported issue could not be confirmed nor reproduced and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of an ac power supply. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery gas gauge leds still showed a full charge after the freedom driver had been unplugged for approximately 1 hour while the patient ambulated. There was no reported adverse patient impact.